Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. A conclusive cause for the reported patient effects, and their relationship to the device, if any, cannot be determined.

Event description:
It was reported that the target lesion was located in the distal circumflex artery with heavy tortuosity. Using a powerturn flex guide wire, an abbott implant was deployed. During retraction of the guide wire, a dissection occurred in the vessel proximal to the successfully placed implant. The powerturn flex guide wire was exchanged for a non-abbott guide wire, which was placed distally without issue. Another abbott implant was deployed over the dissection. Outside the anatomy, the tip of the powerturn flex guide wire was noted to be deformed. No adverse patient sequela was reported. No additional information was provided.